Manufacturer narrative:
(B)(4). (B)(6). The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event: it was reported from (B)(6) that during an osteotomy surgical procedure, it was discovered that the electric pen drive device failed twice. The reporter stated that two reciprocating saw attachment devices were tried on the handpiece device and both failed to work. There was a twenty minute delay to the surgical procedure. A spare device was available to continue the surgery. There was patient involvement reported. It was reported that the patient was fine. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.